Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Event description: ecn event description: during the procedure, we noticed that the left pvs had a common ostium. To confirm this, we did more wiring and searching than we normally would. Additionally, the physician removed the device twice due to an inverted spline. After the procedure, we were informed that the patient was unstable and that a pericardial effusion was seen on the tte. The physician performed a pericardiocentesis, and more than 500 ml of blood was drained. Patient present at time of event?: yes patient complications: cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: it is the physician's opinion that the wire or farawave catheter contributed to the pericardial effusion. The left pv was a common pv, and the physician believes he damaged the carina with the wire or the farawave catheter. Medical or surgical interventions: yes, pericardiocentesis patient outcome: expected to fully recover device acquired from a distributor?: no.

Event description:
Event description: ecn event description: during the procedure, we noticed that the left pvs had a common ostium. To confirm this, we did more wiring and searching than we normally would. Additionally, the physician removed the device twice due to an inverted spline. After the procedure, we were informed that the patient was unstable and that a pericardial effusion was seen on the tte. The physician performed a pericardiocentesis, and more than 500 ml of blood was drained. Patient present at time of event?: yes patient complications: cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: it is the physician's opinion that the wire or farawave catheter contributed to the pericardial effusion. The left pv was a common pv, and the physician believes he damaged the carina with the wire or the farawave catheter. Medical or surgical interventions: yes, pericardiocentesis patient outcome: expected to fully recover device acquired from a distributor? No.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. The classification as reported is "no product defect: no product defect". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.